Event description:
It was reported to medtronic minimed that the customer reported air bubbles on the infusion set and the reservoir. The customer reported no adverse event. The event involved product(s) mmt-242a and mmt-332a. Troubleshooting was performed and the customer does not have plunger available. No harm requiring medical intervention was reported. No product return was required for mmt-242a. No product return was required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 1 open/used reservoir (2.0 ml of clear liquid inside barrel) transfer guard and plunger not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard and plunger, performed pre-fill test appendix c. Found no air bubbles during analysis. Installed reservoir & connected to a new infusion set into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip; per (B)(4). Conclusion: reservoir passed per inspection; during pre-fill and manual prime no air bubbles anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.